Event description:
A meter to hcp meter comparison test was made with the ss reading 147 mg/dl and the nurse's ot2 meter reading 209 mg/dl. Reporter had a lab test done at the same time, but did not get the resuls. She did not have any symptoms. Due to unavailability of supplies, the reporter could not perform a control solution test.